Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x -ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was repositioned 3 times due to failure to capture. The lead was eventually removed and replaced. The patient was in recovering condition.